Manufacturer narrative:
On 12-aug-2021, mentor received additional information about the event. The explantation date was previously reported to be 09-jun-2021. New information received states that the explantation date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced symptoms of generalized illness. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that previously-submitted manufacturer report numbers 1645337-2021-08350 and 1645337-2021-09342 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, left breast prosthesis rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses and suffered several unexplained systemic symptoms, including headaches, rashes all over her body that jump from one location to another, fevers, and hives. The root cause of the patient¿s symptoms is unclear. In addition, it was reported that the patient¿s left breast prostheses ruptured post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.